Manufacturer narrative:
The stapler 45 instrument has not been returned to isi for failure analysis evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the srk broke while attempting to open the jaws of the stapler 45 instrument. While the surgeon converted the planned surgical procedure to open surgical techniques, the surgeon was able to remove the instrument from the patient's tissue and there was no patient harm, recurrence of the srk breakage could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaw of the endowrist stapler 45 instrument became stuck on the colon tissue. The site contacted intuitive surgical, inc. (Isi) for technical support assistance. Using the stapler release kit, the surgical staff installed it into hole 1. Hole 1 opened, however, hole 2 would not stay open after rotating hole 1. The surgical staff then used a replacement srk and was able to open hole 2; however, when they rotated hole 3 for 2 full turns the instrument's jaws would not open and the srk had broken off inside of hole 3. The surgical staff attempted to remove the broken srk piece from hole 3 using plier, but they were unsuccessful. The surgeon made the decision to convert the surgical procedure to open surgical techniques in an effort to release the instrument's jaws from the patient's tissue. On (B)(4) 2018 isi obtained additional information from the site's risk manager concerning the reported event. According to the risk manager, the planned surgical procedure was a da vinci assisted hemicolectomy procedure. The surgeon was going to transect bowel tissue to remove a cecal polyp. The risk manager indicated that the surgeon determined that the endowrist stapler 45 instrument with a blue reload installed would not be sufficient to transect across the patient's entire bowel in one fire and instructed the bedside assistant to remove the stapler 45 instrument. While the instrument was still clamped on the patient's tissue, the bedside assistant inadvertently attempted to remove the instrument. The surgical staff pressed the emergency stop button; and then attempted to use the srk to open the instrument's jaws; however, the srk broke in the 2 hole of the instrument. Since the surgeon was unable to open the instrument's jaw, the surgeon made the decision to convert the procedure to open surgical techniques. The surgeon was able to manually pry the instrument's jaws off of the patient's tissue without causing any damage to the patient's bowel. The risk manager indicated that the issue occurred towards the end of the case. Prior to the reported event, the surgeon did not experience any malfunction of the da vinci surgical system, instruments or accessories. According to the risk manager, it is the surgeon's belief that the reported issue was unrelated to a malfunction of the da vinci surgical system, instruments or accessories, but was rather due to user error, in that the bedside assistant inadvertently attempted to remove the instrument prior to the instrument being unclamped from the patient's tissue. According to the risk manager, the patient tolerated the open procedure well and did not experience any intra-operative or post-operative complications as a result of the stuck jaw issue. The patient's hospitalization was extended due experiencing pain as a result of the open procedure. The patient was discharged from the hospital on (B)(6) 2018 and has not returned to the hospital due to experiencing any post-operative complications. The risk manager indicated that the affected endowrist stapler 45 instrument is available for return and has been sequestered by the hospital.